Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced decreased efficacy in stimulation, and the patient did not like the feeling of tonic stimulation. To address the issue, the physician explanted and replaced the patient¿s ipg with a new model, giving the patient access to new technology. No intervention was performed on the leads, and the new ipg was connected to the old leads. Postoperatively, effective therapy was reported.